Manufacturer narrative:
The manufacturer previously reported an active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was found to be due to the solenoid valve being stuck partially open.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. An issue related to the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.